Event description:
Patient contacted dexcom to report loss of conciseness. Patient reported she passed out from low blood sugar and her continuous glucose monitor did not alert her. On (B)(6) 2013, the patient went to kitchen, she was feeling weird, she ended up sitting on floor and passing out, hitting her head/ear and it caused bleeding. Patient did not seek medical attention. Device did not alert her to her knowledge, and her settings are on normal with high: 170, low 70. She also stated that she has intermittent alerts where she will be alerted and other times she will not hear the alerts. There was no medical intervention and the patient is currently doing fine.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output.

Manufacturer narrative:
Dexcom tech support went over the alerts with the patient and they seem to be working fine. She has had dexcom transmitter and receiver since (B)(6) 2013.